Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and stated that if appeared to be expected device function per programming. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was found unresponsive and face down in his yard. The patient was transported to the emergency room and was admitted to the hospital. Device interrogation identified several ventricular tachycardia (vt) episodes which corresponded with the syncopal event. Most of the episodes were converted with anti-tachycardia pacing (atp) and one event was converted with a shock. No adverse patient effects were reported.